Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 18, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on october 10, 2023.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on september 06, 2023.